Event description:
A doctor from (B)(6) thought, the test results from abl80 coox were inconsistent for a diabetic ketoacidosis pt. The user reports that the abl80 returned a glucose result of 6.2 mmol/l and a lab instrument returned a result of 52.6 mmol/l. After insulin treatment, the pt glucose level dropped to 36.2 mmol/l. There is no pt harm reported.

Manufacturer narrative:
The instrument was taken out of clinical use on (B)(4) 2011. Data logs were obtained from the analyzer, and have been investigated. The calibration and quality control records for this analyzer demonstrate the analyzer to be performing properly. The pt sample with a glucose measured value of 6.2 mmol/l also had an oxygen value of 15 mmhg. The abl80 reference manual provides performance specifications for the measurement of glucose. The manual defines the limits of glucose linearity as a function of the available oxygen in the sample. There are no linearity claims when the oxygen level is below 20 mmhg.